Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that an x-ray, from a non related procedure, demonstrated that a marker band from an ivc filter was in the pulmonary artery. It was unk during the filter placement that the marker band detached from the sheath. The pt is reported to be asymptomatic. There was no reported pt injury.